Event description:
It was reported that the customer's insulin pump was beeping. The customer stated that the pressed the esc button, and there was nothing in the status screen of the insulin pump. The customer had just received the insulin pump the day prior. The customer stated there were no circles seen. The customer's blood glucose was unknown. The customer stated that the beeping occurred every 5 or 15 minutes. Explained possible causes of the beep anomaly. Advised to monitor the insulin pump and call if issue recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.